Manufacturer narrative:
Lot review: a review of the mfg. Lot database for lot# 3343849 (mfg. Date 11/2016) shows (B)(4) units were mfd., tested, inspected, and released. Citing no exception documents. Visual analysis: 3/17/2017 - received one used 011-0p232-01, transducer, 84 inch (213 cm), 3 ml/hr, macrodrip; reported lot# 3343849. No mating devices were returned. The distal male luer was confirmed to be separated from the pressure tubing. A solvent ring was observed on the tubing. The male luer was not returned. Final analysis summary: the reported complaint of tubing separating was confirmed. The cause of the failure was from unintended excessive force during patient cleaning. A solvent ring was observed all the way around the pressure tube. This indicates that the bond meet the specification for separation. ICU medical through continuous improvements have reviewed the manufacturing process and have made the necessary minor enhancements to the manufacturing process. ICU medical will continue to monitor and trend.

Event description:
Complaint rec'd regarding one (1) 011-0p232-01, transducer, 84 inch (213 cm), 3 ml/hr, macrodrip; lot# 3343849. The report states, when cleaning the patient, the tubing of the transpac has separated at the proximal patient link. There were no adverse patient consequences reported.